Manufacturer narrative:
(B)(4).

Event description:
It was reported during the patient's lv lead replacement procedure, the replacement lead could not be successfully implanted due to high capture thresholds and narrow vessels. Subsequently, the lv port was plugged. No adverse consequences were reported.